Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abgii modular stem. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that patient has pain and fractured bone.